Event description:
It was reported that during attempted insertion of the iab, it would not pass completely through the introducer sheath. As a result of this, the iab was removed and replaced. There were no patient complications.